Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract surgery with an intraocular lens (iol) implantation, a patient failed to adjust to the iol and experienced visual disturbance of light glare. The iol was exchanged for another manufacturer's iol. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the lens was returned positioned incorrectly in a contact lens case loose in a bag. Solution is dried on the lens. One haptic is broken from the optic and not returned. This haptic was returned. The optic is torn/cut into two portions similar to damage from insertion and removal. The associated product information was not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported visual issues. The optic was torn/cut similar in appearance to damage from insertion and removal. Additional lens damage was observed. It cannot be determined if the additional damage occurred during removal. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).